Event description:
In 2009, pt underwent composix kugel mesh implant. When implanted, the surgeon was known to have trimmed the mesh pocket. At approx 3 months later, pt presented with an infection. The surgeon cut part of the mesh during a subsequent surgery and sent it for culture. At some point, the pt then had a bowel perforation. Upon explant of the mesh, a broken or cut ring was noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.